Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection. Cultures were positive for enterobacter. The patient was placed on oral antibiotics will be evaluated by the infectious disease office. No further information was available.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A specific cause for the reported infection and a correlation to the device could not be conclusively determined. The patient remains ongoing on vad support with no further infection related issues. The device was not available for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.